Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid stent procedure, with a 6fr sheath. Reportedly, the rail suture completely split in half where the knot pusher was to be applied. A hemostat was used to advance the knot and hemostasis was achieved with the prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.